Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in the cassette warning and a drain complication warning during drain 3 of 4 of treatment. The patient stopped treatment. There was fluid found in the pump module area and on the external part of the cassette. In a follow-up, the pd nurse verified the fluid leak event. The nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered an air detected in the cassette warning and a drain complication warning during drain 3 of 4 of treatment. The patient stopped treatment. There was fluid found in the pump module area and on the external part of the cassette. In a follow-up, the pd nurse verified the fluid leak event. The nurse verified that there was no harm, intervention or adverse event due to the fluid leak. The cycler is available to return.